Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An rf inlet occlusion alarm occurred while priming a cartridge for a routine hemodialysis treatment. The operator inadvertently connected the pt for treatment prior to resolving the alarm and completion of prime. Rinseback was not performed resulting in an estimated blood loss of 30cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator did not follow pt connections as directed in the user's guide. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has provided additional training regarding pt connections. Nxstage medical considers this report closed. No additional info will be provided.